Event description:
It was reported a pt with a previous endarterectomy underwent carotid artery stenting and angioplasty. A gore embolic filter (gef) was used for embolic protection. The filter was advanced and deployed and stent placement was successful. An attempt was made to collapse the filter and remove it, but interaction with the stent prevented removal. An emboshield retrieval catheter was introduced and the filter was removed successfully. After removal of the filter, the shuttle sheath delivery system was removed and the pt exhibited a stroke. The pt was intubated for further intervention to evacuate a clot.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specs. The device was discarded, so no engineering investigation could be performed. The imaging review is currently in progress.